Event description:
New information notes that high pacing threshold was also observed on the rv lead.

Event description:
It was reported that on (B)(6) 2019 during an implant while placing the rv lead, every time the lead was tested through the psa the pacing impedance was high. Several locations in the rv produced the same results. A new rv lead was handed off to the physician. The procedure was completed without incident and the patient left in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.